Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-aug-2023. H.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, a particle which could not be detached was observed to be embedded within the barrel wall. A device history review was performed for lot 2304020, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, the particle likely generate during the molding process, becoming embedded within the device as seen in the sample provided. Based on the preventive measures in place and the current inspection process, this is believed to be an isolated issue with an unlikely recurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plasticpack syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from dutch to english: bd syringe 50ml is dirty inside. The complaint sample is available for possible investigation and is currently being sent to us.

Event description:
It was reported that the bd plasticpack syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter, translated from dutch to english: bd syringe 50ml is dirty inside. The complaint sample is available for possible investigation and is currently being sent to us.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.